Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that this patient is suffering symptoms due to pauses in her therapy and is being monitored by an external electrocardiogram (ECG) at the hospital. The ECG showed a right ventricular pause due to unspecified reasons. Technical services reviewed the case and noticed other complications with this implantable pulse generator (pacemaker), including false pacemaker mediated tachycardia (pmt) due to sinus rate at maximum tracking rate and signal artifact monitoring (sam) episodes due to artifacts oversensing on both the right atrial (ra) lead and right ventricular (rv) lead with out-of-range pacing impedances of over 3000 ohms. Ts notice other example of artifacts but appears to be always on both leads at the same time and recommended to perform evaluations to confirm integrity issues with this patient leads. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received indicated that the patient was having some syncope symptoms with the pauses and imaging was going to be performed. The device was programmed asynchronous to prevent any sensing and inhibiting issues. The patient was going to be in clinic for lead revision. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. This report contains correction in section h6 patient codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that this patient is suffering symptoms due to pauses in her therapy and is being monitored by an external electrocardiogram (ECG) at the hospital. The ECG showed a right ventricular pause due to unspecified reasons. Technical services reviewed the case and noticed other complications with this implantable pulse generator (pacemaker), including false pacemaker mediated tachycardia (pmt) due to sinus rate at maximum tracking rate and signal artifact monitoring (sam) episodes due to artifacts oversensing on both the right atrial (ra) lead and right ventricular (rv) lead with out-of-range pacing impedances of over 3000 ohms. Ts notice other example of artifacts but appears to be always on both leads at the same time and recommended to perform evaluations to confirm integrity issues with this patient leads. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received indicated that the patient was having some syncope symptoms with the pauses and imaging was going to be performed. The device was programmed asynchronous to prevent any sensing and inhibiting issues. The patient was going to be in clinic for lead revision. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
This report contains correction in section h6 patient codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that this patient is suffering symptoms due to pauses in her therapy and is being monitored by an external electrocardiogram (ECG) at the hospital. The ECG showed a right ventricular pause due to unspecified reasons. Technical services reviewed the case and noticed other complications with this implantable pulse generator (pacemaker), including false pacemaker mediated tachycardia (pmt) due to sinus rate at maximum tracking rate and signal artifact monitoring (sam) episodes due to artifacts oversensing on both the right atrial (ra) lead and right ventricular (rv) lead with out-of-range pacing impedances of over 3000 ohms. Ts notice other example of artifacts but appears to be always on both leads at the same time and recommended to perform evaluations to confirm integrity issues with this patient leads. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received indicated that the patient was having some syncope symptoms with the pauses and imaging was going to be performed. The device was programmed asynchronous to prevent any sensing and inhibiting issues. The patient was going to be in clinic for lead revision. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return for analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient is suffering symptoms due to pauses in her therapy and is being monitored by an external electrocardiogram (ECG) at the hospital. The ECG showed a right ventricular pause due to unspecified reasons. Technical services reviewed the case and noticed other complications with this implantable pulse generator (pacemaker), including false pacemaker mediated tachycardia (pmt) due to sinus rate at maximum tracking rate and signal artifact monitoring (sam) episodes due to artifacts oversensing on both the right atrial (ra) lead and right ventricular (rv) lead with out-of-range pacing impedances of over 3000 ohms. Ts notice other example of artifacts but appears to be always on both leads at the same time and recommended to perform evaluations to confirm integrity issues with this patient leads. This pacemaker remains in service. No additional adverse patient effects were reported.additional information received indicated that the patient was having some syncope symptoms with the pauses and imaging was going to be performed. The device was programmed asynchronous to prevent any sensing and inhibiting issues. The patient was going to be in clinic for lead revision. No adverse patient effects were reported.additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that this patient is suffering symptoms due to pauses in her therapy and is being monitored by an external electrocardiogram (ECG) at the hospital. The ECG showed a right ventricular pause due to unspecified reasons. Technical services reviewed the case and noticed other complications with this implantable pulse generator (pacemaker), including false pacemaker mediated tachycardia (pmt) due to sinus rate at maximum tracking rate and signal artifact monitoring (sam) episodes due to artifacts oversensing on both the right atrial (ra) lead and right ventricular (rv) lead with out-of-range pacing impedances of over 3000 ohms. Ts notice other example of artifacts but appears to be always on both leads at the same time and recommended to perform evaluations to confirm integrity issues with this patient leads. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received indicated that the patient was having some syncope symptoms with the pauses and imaging was going to be performed. The device was programmed asynchronous to prevent any sensing and inhibiting issues. The patient was going to be in clinic for lead revision. No adverse patient effects were reported.